Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot #va16lw2, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type lead.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative (rep) the implantable neurostimulator (ins) eroded through the skin and was explanted on (B)(6). It was unknown if any environmental, external, or patient factors may have led to or contributed to the issue. The rep stated the entire device was removed. It is unknown if the issue was resolved at the time of the report. It was also noted the patient had a previous infection, the ins had eroded through the skin, and the entire device was removed, and will be replaced in the future. The patient was implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.